Event description:
Information received by medtronic indicated that the patient had a phrenic nerve injury. During the second ablation of the rspv, capture of the diaphragm was lost and the ablation was discontinued at 160 seconds. At the end of the procedure, the diaphragm was working 45-50% of normal. On (B)(6) 2013, it was confirmed that the patient's phrenic nerve injury had recovered.

Manufacturer narrative:
The device was not returned for investigation. There were no issues with this device during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.